Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data shows that a timeout was generated during the device's run. No hazard alarms or drive stalls were present. The device was reset and paired with a master pdm to deliver a bolus. The bolus was successfully delivered and the rerun data did not return the timeout that was present in the original data. No abnormalities were observed with the drive mechanism that could contribute to increase in pulse width. No other damages or defects were found during investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 22 mmol/l (396 mg/dl). The pod was worn between 24 and 36 hours on the leg. It was noted that the cannula was bent. As treatment for the hyperglycemia, manual injections were administered.